Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt stimulation in the neck and head beginning about (B)(6) prior to report. It was noted that the lead-extension connection site was along the patient's neck. Therapy impedance measured 491 ohms (46ua). Low impedances (50 ohms) were reported. Specific impedance measurements were as follows: o&c 569 ohms, 1&c 965 ohms, 2&c 950 ohms, 3&c ohms, 0&1 850 ohms, 0&2 817 ohms, 0&3 50 ohms with 234 ua, 1&2 1077 ohms, 1&3 861 ohms, 2&3 828 ohms. The lead was replaced. The patient incurred no injury and was well.